Event description:
Additional meaningful information received indicated that the ipg was replaced due to end of life. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted and replaced. No other information is known at this time.